Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel/replace belt messages) was confirmed due to the electrode belt¿s ECG "a&b" cable being cut, damaging wires in the cable. The belt was unable to complete a falloff test. The root cause for the cut cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing add gel/replace belt messages.